Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2012-06592. It was reported, the pt was scheduled to undergo surgical intervention. The reason is unk at this time. Review of the manufacturer's device record database revealed both of the pt's leads were explanted and replaced. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.